Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, the amplitude on the right ventricular (rv) lead had decreased and there was intermittent capture. The output was reprogrammed until the revision procedure could be performed. As the threshold measurements settled, no changes to the system were performed. No adverse patient effects were reported.